Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device interrogation in hospital, the pacemaker exhibited inappropriate mode switching due to double counting an atrial signal. Programming change was made. There was no patient consequence.